Event description:
After using my CPAP starting in may, I began to develop headaches, nausea and vomiting, and a chronic cough. I stopped using it and the cough improved some. I told my dr about it. I started using it again recently and I have began having headaches again. I now received the recall notice, so I'm scared. FDA safety report ID # (B)(4).